Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory cassette was adjusted and the ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported failed internal leakage test during pre-use check. There are no indications of a ventilator malfunction in the logs. The root cause of the event was an expiratory cassette out of place. This will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).